Event description:
It was reported to boston scientific corporation that an uphold vaginal suppport system was used during an anterior apical repair procedure.according to the complainant, the physician believes that when she inserted the capio device into the dissection space, the tip of the device perforated the bladder. The procedure was stopped and a urologist repaired the perforation with sutures. It was reported that there were no discrepancies noted with the mesh assembly or the capio device during the placement procedure.the procedure was not completed due to this event. The patient's condition after the perforation was repaired and the patient's current condition were reported to be "good."

Manufacturer narrative:
(B)(6).